Manufacturer narrative:
Investigation of this event is ongoing. (B)(4).

Manufacturer narrative:
Patient screening images (chest CT without contrast and tee) and tavr procedure cine images were submitted for review. The intra-procedural echo images were not provided. The images were reviewed by an edwards lifesciences physician proctor. Observations/impression: observations: (B)(4) 2014 - chest CT without contrast · the aortic annulus diameter cannot be measured, as the study was made without contrast. (B)(4) 2014 - transesophageal echocardiogram · severe calcification of the aortic leaflets, severe mitral valve calcification. Mid-esophageal long axis view ¿ the aortic annulus diameter measured 23 mm. On the following image, the annulus measured 24-25mm; the sov diameter measured 33-34mm. (B)(4) 2015 - tavr cine images - by fluoroscopy we can say that the aortic valve is severely calcified. The ascending aorta is not calcified. · a bav was performed without contrast solution. The balloon was not stable during inflation. The aortic annulus diameter cannot be corroborated, because the bav balloon size was not provided. The delivery system was not coaxial during valve deployment. The image intensifier angle was poor. · due to the poor coaxial alignment during deployment, the valve was implanted canted (70% below the annulus at the level of the lcc). No post deployment angiogram is available for review. The xt valve was post dilated, but it was not effective, because the balloon was too low during post dilation. Second post dilation was performed with good results on the stent expansion. The next image shows the valve embolized into the lv. Impressions: the aortic annulus measured 23-25 mm by screening 2d tee. However, it could not be confirmed by CT, as the study was done without contrast. The cause of the valve embolization could not be determined. Although the cine suggests that the valve deployment was too low at the level of the lcc (canted), intra-procedural tee and post deployment aortogram were not available to confirm proper valve positioning and potential contributing anatomical factors. For the same reason, the pvl degree cannot be confirmed from the images provided; however, a too low canted position of the valve may cause the intravalvular flow to go through the valve struts causing a pvl. An alternate solution would have been the deployment of a 2nd valve. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause for the valve embolization cannot be confirmed. However, the available information and imaging review suggests that procedural factors [less than optimal coaxial alignment of the delivery system and the valve, poor image intensifier angle, deployment of the valve in a canted position (70% below the annulus at the level of the lcc)] likely contributed to the valve embolization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately fifteen minutes post transfemoral valve deployment the 26mm sapien xt valve embolized into the ventricle. The valve was explanted and replaced with a surgical aortic valve. During the tavr case bav was performed with a non-edwards balloon without issue. The 26mm sapien xt valve was deployed in a 50:50 position. After valve deployment there was moderate paravalvular leak [pvl]. The valve was post dilated twice and the pvl was reduced to mild; findings were verified with tte. After valve deployment the patient was also noted to be in complete heart block and remained on a tvp pacer; vital signs were stable. All tavr devices were removed and the access site was closed. While getting the patient ready for transport to the ICU, a final tte was performed and the valve was noted to have embolized into the left ventricle. The patient was transferred to the operating room where the valve was explanted and replaced with a surgical aortic valve. The root cause for the valve embolization was not known. The native annular calcification was bulky; native leaflet calcification was severe. Coaxial alignment of the delivery system and the valve was good; image intensifier angle was good; ventilation was held during valve deployment; and there was no loss of pacing capture during valve deployment.